Event description:
The supera stent was placed across the occlusion and post-dilated with a 6mm balloon. The 6x100 balloon was then used to treat the native distal sfa (superficial femoral artery). Notably, after the stent deployment a piece of the stent delivery system came off on the wire but was easily removed in its entirety.